Event description:
The customer reported a pt was put on a metoclopramide drip (40mg/50ml over 24 hours). The medication was set-up as a secondary, all of the medication was found to have infused in about 1 hour. The event occurred in the labor and delivery unit. There was no pt harm or medical intervention. The customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.